Event description:
It was reported that (1) device was used during a lung volume reduction procedure. It was reported by the affiliate that the tsb45 instrument had the anvil slip out after the second reload. There was no consequence to the pt. The device will not be returned.